Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6) during the operation the monopolar hook electrode gk398r came in rubbing with the metal of the trocar. Because of that, the isolating cover was damaged, i.e., the black cover has been lost. The little parts of the cover can provoke burns to the patient. Involved component: ek314r/trocar sleeve 3.5/110mm smooth with tap.

Manufacturer narrative:
The returned device was manufactured on 04/01/2013. The insulation of the received device is damaged, traces of flashover are noted. The product was analyzed microscopically using "keyence vhx-5000". The most likely explanation for the damage noted is that when the device is hit, the insulation can be damaged and microscopic cracks can result. Through capillary action, moisture creeps between electrode and insulation. During operation the moisture evaporates and because of the pressure between electrode and insulation, the insulation will chip off, short circuits and arcing will emerge. The failure rate is outside the risk analysis which will be adjusted. No additional action is required at this time. No issues were found present with the reported component in use.